Event description:
Exhaust hose ruptured in the middle of lumbar fusion surgery (plif). Surgeon had completed the laminectomy portion of surgery and was about to do the implant portion. Surgery was stopped and rescheduled for completion. Or manager reported that the pressure was about 100 psi and there was no kinking or clamping of the motor hose noted. On follow up, it was reported that the motor was reported to have been operating normally, when suddenly there was a loud noise and pieces of the exhaust hose flew off. A portion of the motor exhaust hose detached and entered the patient wound site. The fragment was immediately removed. Procedure was stopped without completion. Second procedure was performed to completed initial procedure and ensure wound site properly cleaned. Second procedure was completed without additional problems. Patient was admitted to hospital, and stay extended two days. Additional antibiotics were administered with irrigation during the initial procedure. Following the initial procedure, an intravenous line was installed for further treatments wit antibiotics. An internal report was created by the hospital. Despite repeated attempts, it was not possible to determine if a voluntary medwatch report was filed by the hospital.

Manufacturer narrative:
Findings: despite repeated attempts to obtain the motor, the device has not been returned for evaluaition. The risks presented by rupture of the exhaust hose are: 1) a loud noise that may startle the or staff; 2) small fragments of the hose may detach and become airborne; 3) lubricant may enter the patient wound site and/or the or area. The noise form the hose bursting may create a temporary hearing loss or a temporary ringing in the ears condition for the or staff. For the patient, the surgeon may inadvertently nick a nerve or vessel due to becoming startled by the noise of the hose bursting. There is product labeling related to this type of event. The legend pneumatic system IFU on page 3 warns "do not use legend system components if damage is apparent or if components do not run properly. The legend system must be inspected for damage prior to each use. Conduct a visual inspection of the motor's exhaust hose for cracks or tears". In addition, the legend pneumatic system IFU on page 4 instructs as follows: "non-sterile fluid may leak into the surgical site. As a result, measures may be required to protect the patient from infection, per physician's discretion." Also, the legend pneumatic system IFU on page 16 states "caution: do not run a legend motor at an operating pressure below or above the required operating pressure range. Operating pressure below 80psi (5.5 bar) may not provide proper lubrication to the motor. Operating pressure above 120psi (8.3 bar) may damage or reduce the life of the motor."